Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for obsessive compulsive disorder, movement disorders. It was reported that the patient was being interrogated and encountered the 0x7f3840f9 error code at least 2 times. A total of 3 codes appeared but they were unable to document one of the codes and unsure if they were the same as the other codes (all same patient). 0x7f3840f9 appeared when trying to access reports (another session was entered, and impedances performed prior to report generation). The other event occurred during reprogramming and kicked them out of the session and a reboot was needed. It was also noted that the patient was feeling worse and the ins was found to be off. They were unable to capture usage and recharge due to the previously mentioned error code. It was also noted that the had a short circuit, but it was a known issue and it didn¿t affect therapy due to being on non-programmed electrodes. Troubleshooting was said to have resolved that issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the error message came when the ins was already interrogated, and the usage was trying to be pulled. Upon doing so the device crashed, and the error message was said to have happened about 4-5 times. The day the device was interrogated, and messages were noticed was on (B)(6) 2019. After that the device had crashed when trying to pull up the report. The error message of 0x7f3840f9 had not been resolved, but the ins was turned on successfully. The impedances were not on therapy leads so there was no attempt to fix the impedances. The patient had lost weight between visits. There were no further complications reported.